Manufacturer narrative:
The initial report did not have a correct event type documented, the correct event type, malfunction, is provided in this follow-up report.

Event description:
Implant failed due to implant fracture at/after delivery the initial report did not have a correct event type documented, the correct event type, malfunction, is provided in this follow-up report.

Event description:
Implant failed due to implant fracture at/after delivery.